Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe broke off at 13.5 mm from the distal end. The proximal side of the tissue pad was worn. Both the probe and the grasping section had contact marks with each other. The shape of the fracture surface showed that the crack developed from contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard tissue with the distal part, consequently the proximal side of the tissue pad was worn. It was also known that the proximal side of probe and grasping section came into contact due to the worn pad, consequently the probe and the grasping section had contact marks. Furthermore, because the probe was subjected to a load, the probe broke. The instruction manual of the device has already warned as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a right hemicolectomy, the subject device was used. The probe of the device broke off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported except this event. This is the report regarding the breakage of the probe.